Event description:
It was reported that during a training/demo of the da vinci system, the 8mm monopolar curved scissors (mcs) training instrument was observed to have a broken cable. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) training instrument and a tip cover accessory to perform failure analysis. The accessory was analyzed and it was found to have tearing at the mouth where the tips of scissors exit. The tear was axially aligned with the tip cover and measured 0.233¿ in length. There were no signs of thermal damage at the end of any tears. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears.